Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it was determined that since the device user sucked seeds inside the patient¿s body during the procedure, the suction channel was clogged causing the issue. However, the root cause could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to b5. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic colonoscopy procedure, there was a blockage issue noted with the scope. A cleaning brush was used in an attempt to remove the blockage without success. Another scope was obtained, and the procedure was completed. The event caused a 20-minute procedural delay. Although it is unknown if the patient required additional sedation or prolonged hospitalization due to the event; it was reported that extended bowel preparation was required. It was confirmed that the device was inspected prior to use.

Event description:
It was observed that during the device inspection, the colonovideoscope had a foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; suction cylinder had a blockage which has been unblocked at the assessment; bending angle does not meet specification; and bending rubber adhesive is chipped and cracked. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.